Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing unknown adverse affects. Patient is planning to be revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes in sections b2, b3, b5, d7, g4, g7, h2, and h10. This report will be amended when our investigation is complete.

Event description:
It is now known that the patient was revised due to pain and loosening.

Manufacturer narrative:
This report is being amended to reflect changes in sections g4, g7, h2, h6, h7, h9, and h10. Device history records were reviewed and identified no deviations or anomalies. A product history search for related complaints returned no additional complaints. No devices were received; therefore, the condition of the components is unknown. This device is used for treatment. A field action was conducted on (B)(6) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. Therefore, the problem with this device constitutes a "design issue" as the root cause.

Manufacturer narrative:
This report is being amended to reflect changes in sections g4, g7, h2 and h10. Upon further investigation, it was noted that the surgical notes state, "we then impacted the 10 polyethylene." Impaction of the articular surface is not in accordance with the "persona the personalized knee system" surgical technique. The surgical technique states, "also, do not impact the articular surface." However, with the information provided, the root cause remains the previously reported design issue.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d10, g1-2, g4, g7, h2, h3, h6, and h10. Corrected: b1, g5. Complaint sample was evaluated and the reported event was confirmed. The articular surface and the tibial plate were returned for further evaluation. The articular surface exhibits minor damage and discoloration across all surfaces. The tibial plate exhibits scuffs on the superior surface. The trabecular surface exhibits foreign material on only the lateral half of the component with the medial half having only minimal material around the peg. The pegs were sawed off during the revision procedure and were also returned. The pegs demonstrate an uneven distribution of foreign material along their surfaces. A dimensional analysis was conducted for both parts and found that the devices were within print specification where measured. Operative notes state that the pegs were noted to be easy to remove from the bone stock, however the initial incision was made and the tibial component was noted to not be grossly loose. X-rays were reviewed, and there was evidence of radiolucencies at the bone-metal interface which were less than 2mm wide. It was noted that there is heterotopic ossification along the medial margin which may indicate subsidence. However, more study would be needed to confirm this. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.